Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep calibrated the x-ray tube. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed poor image quality. No pt injury was reported.